Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: in order to support 4 alif surgeries operated by dr (B)(6), 4 synframe orthostatic retractors were booked and dispatched last friday, (B)(6). Each surgery is splitted into 2 times. First time consists in accessing to expose the disc to be removed, which is perform at (B)(6) hospital, by dr (B)(6), a vascular surgeon. The second time consists in removing and replacing the concerned disc by an implant (cage or prosthesis), which is performed by dr (B)(6), a neurosurgeon. In the alif approach, to expose the disc, you need to create a pathway through the soft abdominal tissues, organs and vascular structures. Then its needed to keep this pathway open to have a visual control on the disc, which allow the neurosurgeon to safely perform the second time. This is the function of the synframe orthostatic retractor. What's happened yesterday is that while dr. (B)(6) was exposing the disc, he noticed that for each of the synframe sets, the blue "clamp for basic system" (387.347), were loosed, creating some motions around the blades and potential risks during the surgery. No consequences on the patients. This is report 5 of 8 for (B)(4).

Manufacturer narrative:
Part 387.347, lot 8965849: release to warehouse date: may 06, 2014. Manufacturing site: (B)(4). No non-conformance reports (nrcs) were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: we have received the part for investigation, upon visual inspection of the complaint device it can be seen that the part is in a very use and poor condition, as the article is badly worn, this thus confirming the complaint description. Furthermore the coating is faded, from often use and reprocessing. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. We classify this as normal wear and tear/end of life and such instruments must be replaced from time to time. In this relation our important information leaflet contains the following statement: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Release to warehouse date: july 24, 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.